Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 429 mg/dl at the time of incident. Troubleshooting was done for no delivery and customer stated that he had tried all remedies. Customer was advised to change out his infusion set and reservoir and that a new replacement set would be provided to him. No further information was given.